Event description:
It was reported when puncturing the femoral vein with the fast-cath sheath, bleeding was noted from the valve site. An 8f sheath (B)(6) 2013 was used to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Leak testing of the returned introducer confirmed a leak. Additional testing revealed the leak was caused by a tear in the manufactured slit on one end of the slit. The tear in the valve/seal was consistent with the insertion of an object having a larger outer diameter than that of the dilator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. (B)(4).